Event description:
It was reported that the centrimag console showed zero revolutions per minute (rpm) while on a patient. The patient was switched to a backup system with no issues. No patient information was available. The center would like to send the centrimag console and motor for evaluation and repair.

Manufacturer narrative:
A1-a4: patient information not available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
H5 - labeled for single use? Correction. H8 - usage of device: correction. Manufacturer's investigation conclusion: the reported event of the centrimag system stopping unexpectedly was not confirmed. The centrimag motor (serial number (B)(6)) was not returned for analysis, and no log files were associated with the event. Available information indicates that the exchanged console and motor were returned for analysis; however, the equipment was received and investigated under a separate event. Further information regarding the relationship between the events was requested, and no further information was provided. It is unknown if the events occurred on the same patient, and available information indicates that no adverse patient consequences occurred as a result of the events. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was no patient impact other than needing to be emergently exchanged to a new console.